Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number, 12753, could not be validated as a known lot number for reported part number 323.062. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a valid lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery on (B)(6) 2017 the 2.0 mm drill bit broke during use; about 30 mm of the drill bit's tip was left in patient's humerus. There was no surgical and the patient outcome was reportedly fine. Concomitant devices reported: drill (quantity 1). This report is 1 of 1 for (B)(4).